Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, an 840 ventilator became inoperable. The patient was removed from the ventilator and transferred to a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) touchframe and breath delivery unit (bdu) printed circuit board (pcb), which resolved the issue. The ventilator passed self-testing. Updated patient information.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.